Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The device was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, a "service required" alarm condition related to the internal battery was observed. The device's internal battery needs to be replaced to address the issue. Additionally, during the evaluation an issue related to the detachable battery was observed. The detachable batter needs to be replaced. This issue would not have affected the device's ability to deliver therapy as designed. No repair was performed. The device was scrapped.